Event description:
I have a philips dreamstation 2 and I have had 4-6 episodes during the night where I have smelled the veneer on my nightstand heating up. Upon waking up, I checked my water level, it was over half full. I moved my CPAP device, and the nightstand top was very warm to the touch. This is a replacement device for my first CPAP was recalled due to insulation problems. Now this one has over-heating issues. This is the following information of make and model: dreamstation 2 auto CPAP advanced, serial number: (B)(6), ref. Number: dsx520h11c, mfg date: 2022-09-13. Added information: (B)(4). Reference report: mw5153973.